Event description:
It was reported that the pump battery was unresponsive and the customer was unable to turn the pump on. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with Tandem Technical Support and reverted to using an alternate pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Android / Android_Galaxy A51 5G / Unknown / Android_12.